Event description:
It was reported that when attempting to turn on the programmer it powered off suddenly. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that when attempting to turn on the programmer it powered off suddenly. The programmer was returned for service. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer did not power on and the power supply was replaced to resolve. (B)(4).